Event description:
It was reported a wearable failure occurred. The sensor was inserted on the arm on (B)(6) 2026. According to the patient¿s parent, on 05/02/2026, the omnipod pump displayed the message ¿dexcom issue detected ¿ check app for details.¿ however, upon checking the dexcom app, it was functioning properly and providing glucose readings. The sensor subsequently failed, and because the sensor was no longer communicating with the pump, the patient¿s ketone level increased to 5.7 mmol/l. As a result, the patient was transported to the hospital and admitted from(B)(6), 2026 to (B)(6),2026. The patient was treated with intravenous insulin. At the time of the report the patient was good. Data has been requested but is pending evaluation. A follow-up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.